Event description:
It was reported that during ventricular lead replacement, inspection of the atrial lead revealed that approximately 20.0 mm of the insulation was stripped at the proximal end. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that both the proximal and distal insulations were damaged/abraded and the coils were shorted between 34.0 cm and 36.0 cm from the connector pin. The proximal coil was squeezed at the same area. The location and mode of the damage was consistent with that produced by rib clavicle crush.